Manufacturer narrative:
Insulin pump was unable to prime during prime/compromised force sensor system test due to faulty force sensor resistor. Unable to perform the no delivery test due to prime anomaly. Insulin pump received with cracked display window corner, battery tube threads, reservoir tube lip, and minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump was broken. The insulin pump alarmed no delivery. Customer's blood glucose level was over 600 mg/dl. The customer did not receive a no delivery alarm after troubleshooting. The customer was advised that the device would be replaced and agreed to return the product for analysis.